Manufacturer narrative:
Returned devices are currently undergoing engineering evaluation.

Event description:
During the implant procedure it was noted that the patient's pcl was insufficient. The surgeon converted to a posterior stabilized implant and prepared the knee accordingly. While trialing it was noted that there was a small crack in the patient's femur. The surgeon used a cannulated screw to fix the fracture.